Event description:
It was reported that while using bd bactec¿ mgit¿ 960 pza kit, there was false resistance of pyrazinamide on 10 samples. No patient impact reported. The following information was provided by the initial reporter." Case related to pr 8938813, 3 moh labs in different locations in brazil are facing results of resistance to pyrazinamide in the atcc strain. No error results were released. Did the failure occur with control or patient samples? Patient samples. It was not possible to inform the quantity. What was the expected result? Sensitive to pyrazinamide. What microorganism is released by the equipment? Mycobacterium tuberculosis was there an impact on the patient? No reported impact on patient health at this time."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: mgit 960 pza kit batch 2174010 is composed of mgit pza batch 2123949 and mgit 960 pza supplement batch 2137386. The batch history record review for mgit 960 pza kit batch 2174010 was satisfactory. No quality notifications were generated during manufacturing and other complaints have been taken on this batch for performance but were also not confirmed. Bactec mgit 960 pza is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Bactec mgit 960 pza supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Two bactec mgit 960 pza vials are then manually packaged with six bactec mgit 960 pza supplement vials to complete a bactec mgit 960 pza kit (material 245128). The batch history record reviews for mgit pza batch 2123949 and mgit pza supplement batch 2137386 were satisfactory, and no quality notifications were generated during manufacturing and inspection. The formulation processes were each within specification, and qc inspection and testing were satisfactory at time of release. Pza drug concentration is assayed and confirmed via susceptibility performance testing prior to release for sale. All testing for pza batch 2123949 was satisfactory. Retention samples from pza supplement batch 2138376 (12 vials) and pza batch 2123949 (8 vials) were available for inspection. The retention samples were performance tested for susceptibility per the standard performance procedure which is also described in the product insert and includes mycobacterium tuberculosis subsp. Tuberculosis h37rv atcc 27294. Atcc 27294 is expected to be sensitive to pza. All performance testing was satisfactory per procedures, including sensitivity for atcc 27294 as expected. No return samples or photos were received for investigation of this complaint. Retention sample testing was satisfactory. This complaint cannot be confirmed for a defect in mgit pza kit batch 2174010. Bd will continue to trend complaints for performance.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 pza kit, there was false resistance of pyrazinamide on 10 samples. No patient impact reported. The following information was provided by the initial reporter." Case related to pr 8938813, 3 moh labs in different locations in brazil are facing results of resistance to pyrazinamide in the atcc strain. No error results were released. Did the failure occur with control or patient samples? Patient samples. It was not possible to inform the quantity. What was the expected result? Sensitive to pyrazinamide. What microorganism is released by the equipment? Mycobacterium tuberculosis was there an impact on the patient? No reported impact on patient health at this time."

Event description:
It was reported while using bd bactec¿ mgit¿ 960 pza kit, there were an unknown number of false resistant results to pyrazinamide. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ mgit¿ 960 pza kit, there were an unknown number of false resistant results to pyrazinamide. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.